Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of peg tube torn/split. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had presence of bud, inflammation, pain and gastric fluid leakage around the stoma site. The peg tube was also cracked and blackened. It was reported the peg tube was flushed with soda every monday. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received from (B)(6) 2014: the patient was given a daily dressing on stoma site.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had presence of bud, inflammation, pain and gastric fluid leakage around the stoma site. The peg tube was also cracked and blackened. It was reported the peg tube was flushed with soda every monday. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.